Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: 6949-58 lead implanted: (B)(6) 2007 , 5068-45 lead implanted: (B)(6) 1998. Faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead¿s pace/sense portion of the lead was fractured. At the generator change out procedure the rv defib lead¿s pace/sense portion of the lead was capped and replaced with the previously capped chronic pace/sense rv lead. The high voltage portion of the defib rv lead remains in use. Additionally, it was reported that shortly after the reactivation of the chronic pace/sense rv lead this exhibited noise and oversensing. A lead integrity alert was triggered due to high rate non-sustained episodes and sic (sensing integrity counter) count. The chronic pace/sense rv lead also remains in use. No patient complications have been reported as a result of this event.